Event description:
A surgeon reported that during the beginning of the surgery, 6 patients experienced descemet membrane detachment in a triangular form. For 2 of the patients, the membrane was also torn. The surgeon made direct and very quick incisions without pre incision and without important tunnelization. The surgeon entered the knife after the mark and without stopping at the horizontal mark on the blade. A company representative was present at the time of the surgeries and tried, unsuccessfully, to prevent the event. He entered the tip in bias, without infusion, lowering the iop and slightly changing the incision site. Additional information has been requested, but not received to date. This is one of two medical device reports being filed for this facility. This report is for the 4 patients that experienced descemet membrane detachment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).